Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd flashback blood collection needles ¿hospital the nurse complains after she removed the IV shield and before using on the patient, she found there was blood like foreign matter in the flash chamber.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Additionally, visual inspection of the customer samples was performed and red foreign material within the flash chamber was observed, as well as traces of the material on the tip of the IV cannula and on the sleeve of the np (non-patient) cannula. Bd also observed that the sleeve of the np (non-patient) cannula had been previously pierced. Pcr (polymerase chain reaction) testing confirmed that the material was consistent with blood. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Additionally, evaluation and testing of the customer sample was conducted and material consistent with blood was present within the flash chamber. Based on the investigation, the reported issue occurred after the manufacturing and sterilization process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.